Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: neu_cable/screen, serial# unknown, product type: screening device. (B)(4).

Event description:
It was reported that there were high impedances of over 4000 ohms. It was noted that one side of the lead was over 10,000 ohms at default setting. It was noted that the impedances were rechecked at 3.0 volts and they measured 6,000 to 8,000 ohms. It was noted that the test was performed using a trial cable. It was noted that the lead was replaced. It was noted that the reason for the revision was that the patient was not getting good coverage. It was noted that the implantable neurostimulator (ins) would remain. Additional information received reported that it was unknown why the patient was not receiving good coverage, but it was reported by the provider that the patient had high impedances. It was noted that replacing the lead resolved the issues of not good coverage and high impedance. It was noted that the patient outcome was unknown. It was noted that the lead would be returned.

Event description:
Additional information received reported that the lead was explanted (B)(6) 2014. However, it was unclear when the lead/extensions were explanted given that this date conflicted with the lead/extension explant date of (B)(6) 2014 given by device registration. The lead and two extensions were returned. It was noted that there was lead/extension/accessory breakage. It was noted that there was a loss of coverage. It was noted that they were unable to test pre-operatively. The device was used in the patient. There was no patient death or injury. The patient was not in a clinical study. The device was replaced with a product from the manufacturer. The patient status after the device was removed was recovered without sequela. It was later reported that the manufacturer representative saw the patient (B)(6) 2014 post-operatively after the lead replacement. The patient was instructed to return to the clinic for reprogramming and impedance testing but had the manufacturer representative had not heard from the patient. The manufacturer representative did not know when the patient¿s next appointment was scheduled. It was noted that the patient had a history of ¿cva¿ and was very forgetful.

Manufacturer narrative:
(B)(4). Analysis of the lead serial/lot# (B)(4) found that there was a reliability non-conformance. It was noted that the stim lead body conductor was broken at anchor site unknown. It was noted that #0 to #7 conductors were broken 13.7cm from the distal end. Analysis of the extension serial/lot# (B)(4) found that there was no significant anomaly. It was noted that the stim extension body outer insulation had melted. It was noted that the extension was electrically okay. Analysis of the extension serial/lot# (B)(4) found that there was no significant anomaly. It was noted that the stim extension body outer insulation had melted. It was noted that the extension was electrically okay.